Manufacturer narrative:
Explant date: 2016. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patient underwent an explant procedure because the device was replaced by a pain pump. No further information could be obtained.